Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the catheter got stuck in the needle hub. Another epidural kit was used. There was a slight delay in treatment but there was no harm to the pt.